Event description:
It was reported that the surgeon used the tcr10 reload for a sub total gastrectomy procedure. Surgeon tried to fire the second reload for the resection. The gun got struck mid-way. Two reloads didn't complete the firing and had to use a third one. Surgery was delayed by 15-minutes. No fragments were generated. The surgery was successfully completed.

Manufacturer narrative:
(B)(4). Batch #: 400a70. Additional information was requested, and the following was received: could you please clarify if there were any patient consequences? Unknown. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Unknown. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tcr10 reload was received with no apparent damaged and with the proximal 8 drivers up without staples and two staples were noted to be missing scattered along the staple line and the remaining drivers down with staples present. The returned reload had the swing tab in the unlocked position. The cartridge was tested for functionality with a test device and fired without any difficulties. The staple line was complete with the exception of the missing staples, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. As it is possible that the firing knob was not returned to its home position while loading the reload. It is possible that an improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.